Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a nurse from the USA of accidental disconnect with the pd transfer set and fungal peritonitis with culture positive for yeast in a (B)(6) old male patient coincident with dianeal pd4 ambuflex therapy. On (B)(6) 2009, the patient began treatment with dianeal pd4 ambuflex therapy (nightly, dose not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). On (B)(6) 2011, the patient experienced an accidental disconnect with the pd transfer set. On (B)(6) 2011, the patient experienced fever (actual value not reported) and chills which required hospitalization. On (B)(6) 2011, a peritoneal effluent analysis and culture were performed. The results of the analysis were unknown and the culture revealed yeast. On an unreported date, the patient began remedial therapy with fluconazole (dose, frequency and route not reported). On (B)(6) 2011, the pd catheter was removed, dianeal pd4 ambuflex therapy was withdrawn and the patient was placed on hemodialysis. On (B)(6) 2011, the patient was discharged from the hospital. The root cause of the peritonitis was the accidental disconnect with the pd transfer set. The nurse reported that per the patient, the disconnection was not user error but rather related to the transfer set. At the time of this report, remedial therapy with fluconazole was ongoing and the outcome for the event of fungal peritonitis with culture positive for yeast had not resolved. It was not reported if the outcome for the event of accidental disconnect with the pd transfer set had resolved. The nurse considered the event of fungal peritonitis with culture positive for yeast to be unrelated to dianeal pd4 ambuflex therapy. The nurse did not provide an assessment of causality for the event of accidental disconnect with the pd transfer set. Follow-up information was obtained from the nurse on (B)(6) 2011: the patient has performed apd for a couple of years. The patient presented to the clinic and the transfer set was replaced. The titanium adapter was not replaced. There was no visible damage to the titanium adapter. No difficulties were noticed at the time of the initial connection or at the time of disconnection. The nurse is not aware of anything that may have caused the disconnection. The sample is not available.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The 510(k) number are not being reported here as the product code and lot numbers are unknown. This is report 2 of 2 involved in this peritonitis event. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. The root cause for the reported condition was undetermined. A batch review was conducted for lot 11c30h35 and there were no deviations from standard procedure. This issue is being investigated through CAPA.